Event description:
It was reported that "doctor was using the revision screwdriver to remove a reflex hybrid plate. He overtightened the screwdriver draw rod and broke off tip in screw head. All pieces of screwdriver were recovered and sent to hospital's risk mgmt office."

Manufacturer narrative:
Method: complaint history analysis, mfg record review and risk assessment. Results: complaint history analysis: 65 previous records relating to draw rod tip deformations on the reflex-hybrid revision driver were the result of user-error i.e. Over-angulation of the draw rod when connected to screw and insufficient depth of screwing between draw rod and screw. Mfg record review: no discrepancies noted. Risk assessment: no adverse consequences reported, replacement instruments are available and surgery was successfully completed. In addition, the reflex-hybrid revision driver draw rod is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt. Conclusion: surgery was successfully completed. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft".